Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown plate, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: wieser, k., babst, r. (2010, february). Fixation failure of the lcp proximal femoral plate 4.5 - 5.0 in patients with missing posteromedial support in unstable per-, inter-, and subtrochanteric fractures of the proximal femur . Arch orthop trauma surg, 130:1281¿1287. The authors reported that 14 patients had been treated with synthes device, locking compression plate (lcp) proximal femoral plate, beginning (B)(6) 2007. They presented four case studies of patients who experienced secondary varus collapse of the fracture with implant failure. A (B)(6) male with a history of nicotine abuse presented with a non displaced fracture of the acetabulum and a comminuted pertrochanteric fracture of the right femur after a fall. The patient was fixed with a 7 hole lcp and additional tension band wiring of the greater trochanter. Subsequent post-operative x-rays showed varus dislocation and screw breakage. The patient underwent a salvage operation procedure using a longer lcp with additional cerclage wiring. It was reported that the patient continued with nicotine abuse and mal-compliance. Twelve weeks after reosteosynthesis, the patient presented with slight varus dislocation, breakage of one conventional screw and loosening of the third femoral neck screw. With full weight bearing, the patient presented with a displaced greater trochanter. He was treated with k-wire fixation and tension band wiring of the greater trochanter, ten months after reosteosynthesis. This is report 1 of 1 for complaint (B)(4). This report is for an unknown lcp.